Manufacturer narrative:
Result of investigation: the investigation findings did not lead to a clear conclusion after a visual inspection of ventilator. It was found no visual signs of physical damage. Wall ac was applied to the ventilator and after pressing the power button the vent attempted to power on with only the yellow top led's flashing and the screen remaining powered off. The unit was left to sit in this condition for over an hour with no change. The vent was then disassembled and with the main electronics removed the epc was carefully removed and all mating pins visually inspected under microscope and no visual defects were found. Issue remains isolated to the main electronics pcba. After replacing with a new main electronics pcba the issue was corrected and after a full calibration and testing no anomalies were found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, pictures has been sent and analyzed by technical support. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the display of bellavista 1000 was not displaying properly or cleanly. There was no information of patient involvement associated from the reported event.